Event description:
It was reported that the pt had the pump replaced in 2008 and the following day, the pt experienced abdominal spasms and hypertonia. The nurse was not sure how much of a priming bolus was programmed at the replacement time and felt it was possible that drug had not reached the catheter tip. The hcp performed a side port aspiration of the pump and found no flow. The pt underwent a catheter revision and it was found the one of the stay sutures caused a catheter kink by the tissue. Following the catheter revision procedure, the pt's symptoms resolved and the pt recovered without sequela. The pt's pump contained lioresal. Reference MFR report #2182207200802236.

Manufacturer narrative:
.